Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk.

Event description:
It was reported that during a bariatric procedure, the note that was left on the device states "the device would not reopen when they were trying to reload it" for the second firing. According to the caller, this event occurred on the back table after the first firing had been completed successfully. It is unknown what color cartridge was used in the first firing. It is unknown if buttressing was being used. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4): batch # m55w0d. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.